Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm or reproduce the customer comment that the programmer restarted suddenly. It was indicated that contamination was found in the power supply. It was also indicated that the keyboard hinges were broken and the electrocardiogram (ECG) connector was loose. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer restarted suddenly and needed repair to the keyboard. The programmer was returned for service. There was no patient involvement.